Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 290 mg/dl. Troubleshooting was done. The customer expressed no symptoms of high blood glucose at the time of the call. The customer stated that there were tiny air bubbles in the tubing of the infusion set. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Upon checking the alarm history of the insulin pump, the customer stated that he received the bad battery alarm and no delivery alarm as well. Advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.